Manufacturer narrative:
Initial reporter name and address: foreign zip code: (B)(6). The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the device and the reported incident. Visual inspection shows extensive electrode wear with contamination/discoloration and scratch/scuff marks on the spacer and the return electrode. Half of the screen is detached. The detached part was not returned for investigation. There are no manufacturing abnormalities visually observed with the returned device. During functional evaluation in the lab the wand was plugged in to a known good q2 controller. The wand was activated by using a known good foot pedal assembly in saline solution at default and maximum settings and the device produced plasma on the remaining parts of the screen/electrodes. The suction line was tested and performed as specified. The complaint was verified and the root cause for this event could not be determined with certainty¿s as several factors that could contribute extensive wear or detached electrodes. These factors are (1) vigorous use against bony surfaces; (2) irregular wear of the electrodes leading to malfunction (3) electrodes wear under use and the rate of wear is dependent on variables that cannot be replicated in all cases. Factors unrelated to the design and manufacture of the device which could have contributed to the complaint event are outlined in the precautionary states in the instruction for use provided with the device associated with set-up and use of the device. There were no indications that would suggest that the device did not meet product specification upon release into distribution. Since no harm is being reported no further medical assessment is warranted.

Event description:
It was reported during a bilateral gluteal muscle contracture surgery, the cutter head melt and fell off the debris. A backup device was available to complete the procedure with no significant delay and no patient injuries. All the debris were removed from the patient.

Event description:
It was reported during a bilateral gluteal muscle contracture surgery that the cutter head melt and fell off the debris. A backup device was available to complete the procedure with no significant delay and no patient injuries. All the debris were removed from the patient.